Manufacturer narrative:
Device manufactured on june 9, 2022- june 10, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed residual fluid inside the device bladder. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name, address, city, postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient during patient infusion. This issue was further described as, "the flow rate of the chemotherapy pump was too slow, and there was still 100ml left at the scheduled end time". The expected therapy time was 48 hours; however, therapy finished approximately in four (4) days. The device contained fluorouracil and normal saline 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.